Event description:
It was reported to philips that the user was unable to enter the system. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the user was unable to enter the system. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests for crashes during software updates as the unit was stuck in the boot up splash screen. The failure was isolated to defective flash memory u39/u40.